Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor generated a service code 203 (pulse test fault). The last pt to user this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor revealed a service code 203. The cause of the problem was isolated to the hardware that fastens the printed circuit boards (pcb) together. The hardware was loose. Upon re-seating the pcb's the monitor was fully functional. The root cause of the loose hardware was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.